Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer had been using the insulin pump within 48 hours of the reported high blood glucose event. The customer experienced nausea and thirst as a symptom of high blood glucose level. The customer treated high blood glucose level with manual shots of 20 units. The customer was neither in emergency room, nor admitted into the hospital, not was emergency medical services dispatched as a result of high blood glucose event. The customer did not allege the insulin pump for under delivery. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.